Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the loss of osseointegration of a dental implant. The implant was installed on (B)(6) 2014. The abutment and temporary crown were installed on (B)(6) 2015 and on (B)(6) 2015 the final crown was installed. Two months after the implant was placed in function, it presented some mobility and has been removed.